Event description:
It was reported that during a sling procedure, the release wire was pulled after inserting the device, and when the inserter was removed, the fleece tip and mesh came out with it. The procedure was completed with a different type of sling device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.